Event description:
It was reported that post-op a laparoscopic cholecystectomy procedure, the pt returned to the hospital due to leak. The location of the leak was not given. The pt remains in ICU. The device was discarded. Additional followup was provided that the device appeared to function as intended. The bile leak was thought to have been caused by a clip that may have fallen off. They are not 100% certain of the cause however. The pt returned to another hospital about 2-3 days after discharge. A second procedure was performed. We are unsure of what happened to fix the leak. The pt went to another hospital and is not being seen by the primary surgeon. It is believed that the pt is still in the hospital. The pt is supposedly improving, but still sick.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.